Event description:
It was reported the patient passed away. The cause of the patient's death and any relation to the abbott device remains unknown at this time.

Manufacturer narrative:
Further information was requested but not received.